Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusion form abdominal aortic aneurysm. Three days post index procedure the CT revealed that there was a possible type ia endoleak and/or type iii endoleak so additional treatment was performed and hospital stay extended. The patient had no symptom related to endoleak. Before the additional treatment, contrast agent was used for confirmation of endoleak but it was not confirmed significant type ia endoleak. Instead, endoleak (type iii or type ii) was confirmed from distal side of contralateral junction part. Though it seemed to be type ii endoleak caused by collateral vessel from lumbar artery, it might be possible endoleak from a sutured hole which was sutured into the graft. Therefore, the physician elected to implant a 23x23x49 proximally and a 16x16x82 was lined with contralateral junction part from just below flow divider as the type of endoleak was unknown. Angiography confirmed decreased amount of endoleak from distal side of the contralateral junction part. The physician determined it to be type ii endoleak caused by collateral vessel from lumbar artery, and the procedure was completed. No additional clinical sequelae were reported and the patient is doing fine.